Manufacturer narrative:
On 03/24/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/27/2017 a medtronic representative, following-up at the site, reported the surgeon stated that "the only thing I will add is that we did not turn the or lights off, only moved them around trying different orientations. We could have tried turning them off altogether." On 04/20/2017 software analysis was unable to determine probable cause with the information provided. Operating room (or) surgery lights were suspected. No parts have been received by manufacturer for analysis. No further issues have been reported. This device is included in the medical device safety alert, "potential interference between berchtold f-generation led surgical lights and stealthstation axiem system." (October 2014) per discussion with the FDA (B)(4) district office and several individuals at cdrh a conclusion was reached that this issue was not reportable nor governed under 21 cfr 806, therefore a FDA correction or removal number was not issued and the fca number assigned by our firm is provided.

Event description:
A medtronic representative reported that, while in a cranial procedure, an axiem shunt placement, site registered the patient successfully. When they draped the patient, the emitter would not track the patient reference or instrument tracker. When they moved the emitter around, the only time it worked was when it was up above the patient tracker. The site switched emitters and undraped the patient, then proceeded to re-set everything. The new emitter worked as expected. Room has berchtold lights. The medtronic representative tested the emitter and there were no issues identified. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 20 minutes. There was no impact on patient outcome.